Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was under infusing 11.39 ml. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.